Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs- linear leads: upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073025/7073231.

Event description:
It was reported that the patients midline incision by lead entry site was not healing correctly with constant drainage, and was being monitored for signs of infection. It was unknown if it was device related but was noted that the patient felt off balance and lost control of the legs. The patient was placed on antibiotics numerous times, and underwent an explant procedure for the whole system. The explanted ipg and percutaneous leads were sent for culture.